Event description:
It was reported there was a possible problem with the implantable neurostimulator (ins). Telemetry issues were reported and the patient had been in overdischarge for approximately 60 days. The manufacturer representative (rep) confirmed the day of this report that he couldn¿t read the patient¿s ins with the clinician programmer, patient programmer, or the recharger. The rep was doing a physician mode recharge (pmr) at the time of the report. No patient symptoms were reported. Additional information received reported the patient was trickle charged and there were no issues. Additional information received reported the cause of the overdischarge was a lack of patient compliance. An implantable neurostimulator and extensions were returned to the manufacturer. It was noted that it was an elective replacement system. Additional information was received on (B)(4) indicating that there was a battery depletion due to the overdischarge. The patient was not compliant with recharging. The patient had a new device and was doing well, receiving effective stimulation.

Manufacturer narrative:
The ins was received with no telemetry. According to the trace report obtained from the ins after pmr recovery, the total recharge count is 78. The last recorded recharge session performed while the device was implanted has the default date of (B)(6) 2000 due to por. The device was recharged for 40 minutes and the battery charged from 1.975v to 3.310v. The battery discharged to the lock mode on (B)(6) 2000; the total therapy loss count is 6. The parameter trend diagnostic section of the trace report shows the last patient usage was on (B)(6) 2011. Testing of the recharge function of this ins found it to be functioning normally. The ins was placed in a body temperature oven with approximately 1cm of space between the ins and the charger antenna. A normal recharge started automatically during a physician mode recharge. The recharger had full coupling and the ins recharged for 3 hours and 13 minutes from 2.705v to 3.935v. Charging was interrupted to obtain the ir and trace report. Charging resumed for 9hours and 47 minutes bringing the battery voltage to 4.035v. Concomitant products: product ID 37752, serial # (B)(4), implanted: (B)(4) 2009, product type recharger; product ID 37743, serial # (B)(4), implanted: (B)(6) 2009, product type programmer, patient; product ID 3708160, serial # (B)(4), implanted: (B)(6) 2009, product type extension; product ID 3708160, serial # (B)(4), implanted: (B)(6) 2009, product type extension; product ID 39565-30, serial # (B)(4), implanted: (B)(6) 2009, product type lead. (B)(4).